Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead exhibited a rise in thresholds and impedances to high values. The lead was reprogrammed and later capped and replaced. No patient complications have been reported as a result of this event.